Manufacturer narrative:
(B)(4). The device has returned to baxter and evaluated. History log review confirmed a 322 alarm during an infusion of phenylephrine. Reproduced the reported symptom of ec322. Physical inspection found that the upper latch switch and lower latch switch bracket screws were loose allowing both latch switches to move in and out from both door latches. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom of ec 322. The upper auxiliary and lower auxiliary will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that the pt was receiving an infusion of phenylephrine in the ICU care area at an unk rate and the pump alarmed for an ec322. The pt's therapy was stopped due to the alarm condition and their blood pressure dropped significantly. Infusion restarted and titrated up to bring pt back to hemodynamic stability. There were not any further complications/impairments that were noted during this period of phenylephrine interruption.